Manufacturer narrative:
The root cause of the arrhythmia was unable to be determined due to insufficient clinical details. The pump passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
62 year old male with an indication for use of impella cp support due to acute myocardial infarction and cardiogenic shock (scai stage e) was implanted with an impella cp (sn: (B)(6) via the left femoral artery on (B)(6) 2026 at 1:12 pm. On (B)(6) 2026, the patient was taken to the operating room for ECMO decannulation and evaluation for potential escalation to an impella 5.5 device. The implanting physician determined that escalation was not required, and the impella cp remained in place. Later that same day, the patient experienced a cardiac arrest and resuscitation efforts were unsuccessful, with no return of spontaneous circulation. Based on the information available, the patient experienced a fatal cardiac event while on impella cp support following ECMO decannulation. No allegation or deficiencies were noted by customer. The event appears consistent with the patient¿s underlying critical cardiac condition and scai stage e. Further evaluation will continue if the device is returned for analysis.